Event description:
The customer reported the system displayed fuzzy images that were difficult to see. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A faulty contact on the video card was found and repaired. The system was then found to be operating as intended.